Event description:
Two weeks after the PICC was inserted, the threads on luer connector became nonfunctional. It became necessary to start a new PICC line because of failure.

Manufacturer narrative:
The failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.